Event description:
(B)(4) clinical study. Same patient as 2134265-2012-03611. Same case as 2134265-2012-06976. It was reported that following a coronary artery treatment procedure the patient experienced a myocardial infarction. Lesion 1 was a bifurcated lesion located in the proximal left anterior descending artery with 95% stenosis and was 16 mm long with a reference vessel diameter of 4.0 mm. The physician treated the lesion with pre-dilatation and placement of 4.00 mm x 20 mm ion stent using kissing balloon technique, with 0% residual stenosis. Lesion 2 was located in the proximal left circumflex with 90% stenosis and was 8 mm long with a reference vessel diameter of 4.0 mm. The physician treated the lesion with pre-dilatation and placement of 4.00 mm x 12 mm ion us coa stent using kissing balloon technique, with 0% residual stenosis. During the index procedure, there was a significant no reflow phenomenon during the wiring of the diagonal vessel using a 14 pt wire and kissing balloon angioplasty. Adenosine and nitroglycerin were given as treatment. Post index procedure; there was a degradation of the timi flow from 3 to 2-3. The patient had elevated troponin values (peak troponin = 2.33 ng/ml, uln= 0.50 ng/ml; peak ck-mb = 31.9 ng/ml, uln= 6.3 ng/ml; peak ck=191 iu/l,uln= 397 iu/l) due to brief no-flow phenomenon. The patient experienced a non q-wave myocardial infarction. The patient did not experience any ischemic symptoms and was treated with medications. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).